Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 1 event was reported for this quarter. 1 device was not available to stryker for evaluation. No further evaluation was possible. 1 device is labelled for single-use. 1 device was not reprocessed and reused.

Event description:
This report summarizes 1 malfunction event in which the device had a wobble to it while drilling, causing larger holes than expected during a surgical procedure. There was patient involvement. There was no patient impact.